Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine with concentration 5 mg/ml at a dose rate of 0.7502 mg/day via an implantable pump for non-malignant pain. It was reported that the patient previously had their pump replaced in (B)(6) of 2015 due to normal end of life (eol) battery longevity. Approximately 1 month later / in (B)(6) 2015 the patient experienced increased pain, withdrawal symptoms, and a seizure. The patient was seen in the emergency room (ER). The change in therapy/symptoms was considered as having occurred suddenly versus gradually. It was further reported that at the time of the last pump refill they noted the expected reservoir volume (erv) was 10.4 ml and the actual reservoir volume (arv) was 17 ml. The date of the volume discrepancy was unknown. A catheter access port (cap) dye study and magnetic resonance imaging (MRI) were being considered. On 2016-02-25, an hcp later reported that catheterography was scheduled for a future date (date not specified) and they were awaiting results to determine cause of the issue. Besides the patient having wentto the ER, no further actions or interventions was noted by the hcp regarding the patient¿ symptoms and volume discrepancy. The following additional information has been requested which was not available at the time of this report: diagnostic tests / troubleshooting performed including results, cause of event, and actions taken to resolve the event. If additional information is received, a follow-up report will be submitted.